Event description:
It was reported that the patient's device reached elective replacement indications (eri) prematurely. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4) the device was returned and analysis revealed that the device met 80% of expected longevity. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.